Manufacturer narrative:
Initial reporter postal code: 2400. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully cycle or did not quite run through. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from july 25, 2022 - july 27, 2022. H10: the actual device was received for evaluation containing 81 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.